Manufacturer narrative:
The reported complaint of overheating and motor stall could not be confirmed. Product did not stall or overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or stall. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Event description:
It was reported the powermax elite mdu hand control was not working and got hot during the procedure. No injuries or complications were reported as a result.